Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received, a follow-up report will be submitted.

Event description:
The patient suffered a very small right apical pneumothorax during a superdimension procedure. No medical intervention was required. The site reported it was not related to the superdimension device but related to procedure. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.